Event description:
It was reported that there was oversensing in the right ventricular (6966) lead, and the 6963 lead became dislodged. Both leads were explanted. No patient complications have been reported as a result of this event.